Event description:
During an end of service revision surgery, high lead impedance was observed which suggests that the patient was not receiving the intended vns therapy. The surgeon also observed a lot of fibrosis around the vagus nerve and generator/lead connection. Both the generator and the lead were explanted. The generator was then programmed to 1.0 ma. This report is incomplete, due to the lack information received from the traveling physician. The physician is not willing to respond to the manufacturer's questions regarding this event.